Event description:
While visiting a (B)(6) female pt, a pt service rep (psr) reported that the response buttons fell out of the pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon receipt the response buttons were nonfunctional, the front response button metal dome and cover were missing and the case was cracked open. The cause for the inability to function was the missing metal dome on the front response button. The root cause for the missing metal dome cannot be positively determined, but is likely excessive force. No adverse event resulted from the missing response button metal dome. The pt was issued a replacement monitor.